Event description:
It was reported that during a laparoscopic sigma procedure, the device produced unformed staples, but also cut. The procedure was extended by approximately 90 minutes due to the fact that the surgeon was working slowly as he is not very experienced in doing sigma surgeries with the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.